Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief. The physician assessed that this was due to a progressive narrowing of the lumbar spine which was confirmed by a computerized tomography scan. Therefore, the patient underwent a revision procedure during which the implantable pulse generator (ipg) was explanted and replaced. The patient was doing well postoperatively. The explanted ipg will not be returned as it was retained by the medical facility.